Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during an unknown cycle. The caregiver (cg) stated that all the bags were empty except for the extraneal bag. The cg had heard the alarm and came into the room to check on the device. The hc was at press go to start and it was then in prime. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the cg in clearing the alarm and ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.